Manufacturer narrative:
Pt weight was not available from the site. Software investigation is in progress.

Event description:
A medtronic ent rep reported an inaccuracy of 3mm after registration in a fess procedure. Registration was successful using tracer. When checking accuracy, the surgeon was 3mm off at the mid line. The surgeon opted to complete the surgery with the use of the landmarx evolution system. There was no impact on the pt outcome.